Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported the battery worked for a while, but also had not been working right for a while. The patient stated she would like to arrange in person assistance. The patient noted she had issues with the implant not working right for about a year. There were no further complications that have been reported as a result of this event.